Event description:
It was reported that the device will not turn on. This file is to capture the "90% that would not turn on" reported by the customer that have not already been reported. There was no reported patient involvement.